Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as due to a touch contamination. The peritonitis was manifested by diarrhea and vomiting. On the same day as diagnosis, the patient was hospitalized for the peritonitis and another indication. On an unreported date the patient began treatment with unspecified intraperitoneal antibiotics (doses and frequencies were not reported). Nine days after being admitted to the hospital, the patient was discharged and was recovered from the event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.